Manufacturer narrative:
The cause of the reported issue was determined to be a faulty compression module.

Event description:
The customer contacted stryker to report that their device alarmed and stopped providing compressions. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's protective pcb and compression module to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device alarmed and stopped providing compressions. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.